Event description:
The catheter was found coiled up in the pump pocket, so it was obvious that the patient wasn¿t receiving therapy; however, the patient had not had any symptoms and did not remember any incidences of withdrawal. The patient was doing well after the explant and recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
The patient was having a routine pump replacement on the date of this report. During the procedure, they discovered that the catheter had come out of the intrathecal space and was in the pump pocket. They did not put in a new pump and catheter; no catheter segments were left in the intrathecal space. The patient had not shown any signs of withdrawal or complained of a problem with therapy. The device system had been delivering hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n172757007, implanted: (B)(6) 2008, product type: catheter. (B)(4).